Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer also stated that the patient was not harmed however treatment was delayed due to waiting for the final result. Siemens service went on site and the instrument is operational.

Event description:
The customer reported a false positive troponin result on the stratus cs when compared to a repeat sample on the stratus cs and a repeat sample on a non -siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
The instrument message logs were not provided by the customer. The customer has sent images indicating the sample was hemolyzed. As indicated in the ctni testpak IFU, "limitations of procedure: cellular debris from grossly hemolyzed samples, not the hemoglobin itself, may elevate test results above the reference interval. Values up to 0.13 ng/ml (ug/l) have been observed in grossly hemolyzed samples from healthy individuals."